Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during product evaluation. The quality engineer assigned the as determined problem to be a defective or inoperative main battery. This condition was caused by a deep discharge to the main battery. The main battery was replaced to correct the reported condition. Additional information: baxter discontinued service and ceased all design related support on flo-gard (B)(4) and(B)(4) in the u.s. Region as of (B)(4) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative contacted a technical service representative to report a damaged flo-gard infusion pump that will not turn on. The quality engineer later determined the problem to be an issue with the battery; this condition had the potential to interrupt delivery. This condition was reported to have been found in the ER. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.